Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of a cracked display and further noted that the upper case and keyboard as well as the capacitor c277 on the main printed circuit board were damaged. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a cracked display. The generator was returned for service. No patient complications have been reported as a result of this event.